Manufacturer narrative:
The device was returned with the cannula cap broken. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia procedure and absorbable straps were used. After a few firings, the device locked making it impossible to use. It was necessary to end the procedure with normal suture. It was reported that the procedure was converted to open. Additional information has been requested.